Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rear leg of ak 98 machine was observed to be broken during set up. The wheel came off the axle and the machine was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. Visual and technical inspection showed that the machine wheel was outside of the axle. A service history review was performed and found that the device had been serviced within the last twelve (12) months for a similar event in which the rear right wheel was observed to be out of its housing and horizontal under the machine. The issue was resolved by adjusting the wheel and all required service actions were completed in the last service cycle. The reported condition was verified. The wheel was adjusted and cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.